Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received an inappropriate shock due to oversensing/noise that was determined to be electromagnetic interference. The patient was noted to be using a semi-manual washing machine when the shock occurred. The device remains in use. No further patient complications have been reported as a result of this event.